Manufacturer narrative:
(B)(4) final report. Additional information, including the explanted devices, post primary and pre revision x-rays, patient age and activity level, patient medical history, operative notes, confirmation of device details and a detailed patient outcome was requested in order to progress with this investigation. However, none were available and thus there was only very limited information available for the investigation. It was confirmed that the explanted devices were discarded following the surgery and thus could not be returned for examination. The relevant device manufacturing records for the revised minihip stem and biolox delta ceramic head were identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the information available, no further investigation can be conducted and thus corin now consider this case closed. However, should additional information be provided, then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Minihip revision after approximately 10 months due to loosening.

Manufacturer narrative:
(B)(4). Additional information, including the explanted devices, post primary and pre revision x-rays, patient age and activity level, patient medical history, operative notes, confirmation of device details and a detailed patient outcome has been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Mini hip revision after approximately 10 months due to loosening.